Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer found that med jam and covering sensor caused drawer failed, so engineer removed debris to resolve the issue the system functioned as intended after the field service engineer serviced the device.